Event description:
Nursing home pt was found in sitting position on the floor beside her bed with her back leaning against the bed, back of head leaning against the air mattress with left side of face contacting the half siderail at the rail's end. Pt was deceased but her attending physician attributed death to myocardial infarction.